Event description:
It was reported that during the surgical procedure, the first electrode was tested and implanted without any impedance problems. When performing the test with the second electrode to be implanted, electrode pole 1b showed extremely high impedances. The test cable was replaced and the electrode tip was cleaned 3 times, but also without success. The test neurostimulator was turned off and reconfigured, also without success. When replacing the supposedly defective electrode, the same test cable was used and the impedances presented were adequate. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542m (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.